Manufacturer narrative:
Initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow with a vented paclitaxel set. This was observed after connecting the set to the solution bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from march 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not received for evaluation; therefore, a device analysis could not be completed. Meanwhile retention samples were visually inspected and no obvious issue/damage was observed. The retention samples were also gravity tested and leak tested under water with no issues noted. The reported condition was not verified by evaluation of the retention samples. The retention samples met specification. Should additional relevant information become available, a supplemental report will be submitted.